Event description:
It was reported, that a cartridge alarm occurred. The customer's blood glucose level was "high". Although, specific value not provided. Customer addressed bg level via correction injection. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.